Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, medical records were provided for review. The investigation is confirmed for filter tilt and filter migration. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced migration, difficult to remove, and malposition of device. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6).